Manufacturer narrative:
The ge representative ordered a new surge suppressor board for the customer to install. The customer installed the board and confirmed the system is operating as intended.

Event description:
The customer reported that the 2800 system needed a new surge suppressor board that needed to be ordered by a field service engineer. No specific system failure was reported. No pt injury was reported.